Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while locked. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 4+. The mitraclip delivery catheter (cds) was advanced to the mitral valve. The clip was difficult to open, but it did open. Leaflet grasping was performed the clip was deployed. After the clip was deployed, the clip opened from to approximately 25 degrees. The clip remained on both leaflets. An additional clip was implanted to further reduce mr to 2+ and stabilized the first clip. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints. All available information was investigated and the reported difficult to open the clip appears to be due to patient morphology/pathology and due to the rotated heart. A cause for the reported unintended movement of clip opening while locked after deployment; however, could not be determined. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. H6: health effect - impact code 2199 - removed.